Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the implanted neurostimulator (ins) was currently off. The rep reported connecting to the ins with the patient's handset using tel-m. Still, it could not turn on the ins with tel-n, receiving an invalid data message when trying to connect using a tablet. Technical services (ts) escalated this issue to engineering.  Additional information was received from a manufacturer representative (rep) that the patient did not remember turning the ins off, so it may have stopped working independently. After discussing with the engineering agent, it was determined that this was likely not a tel-n lockup. For a tel-n lockup, there should not be any issue with turning stimulation on or adjusting therapy settings on the patient programmer (pp). The pp would likely only have problems with turning therapy off. Additionally, the clinician programmer would keep searching for the device, never be able to discover it, and never result in an error message. The rep obtained the application logs. After e valuating options and consulting with experts, it was concluded that a 'reset neurostimulators' command found within the clinician programmer's 'about' screen option would likely solve the issue. This conclusion was reached after analyzing the logs and comparing the data with a similar problem from a previous one. The rep consulted with the patient and clinician to conduct the reset. The 'reset neurostimulators' function within the clinician programmer was used to attempt a reset. The rep could reset the patient's device, restore therapy in the afternoon, and collect additional logs to determine the cause of the reported issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the only thing to note related to the issue was the patient was doing physical therapy/range of motion prior to the implant turning off. The rep stated the cause of the issue was the neurostimulator being stuck in a communication loop thereby preventing it from proceeding or communicating with other programmers. The issue was resolved following activation of the ¿reset neurostimulators¿ feature on the clinician programmer. Therapeutic effect was immediately observed following the reset and continued to be effective.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implanted neurostimulator (ins) was mistakenly turned off on friday and they were unable to turn it back on, so the ins was currently off. They are able to connect to the ins with the patient's handset using tel-m but are unable to turn on the ins with tel-n, receiving an invalid data message when trying to connect using the manufacturer representative's (rep's) tablet. The patient's family shared that the patient's device started erroring out on friday, oct-4th, rendering them "frozen" or essentially paralyzed. The family brought him into the local emergency room (ER). The hospital could not read the error code (or unknown what the error code is). The verbal option discussed was reperform brain surgery or "wait for engineers to figure out the code". Meanwhile, the patient has been "frozen" for 3 days. The hospital stated this was a manufacturer and product issue. The issue is impacting the family, causing them to panic about the outcomes and situation as they are not getting clear communication/understanding of the issue and poor flow of information. The family has been moving the patient to/from the bathroom on their own as the patient is inca pable. Additional information was received from a manufacturer representative (rep) reporting that patient safety was at risk due to the sudden and lack of stimulation since friday. An engineer reviewed that based on the details provided, it was likely not a tel-n lockup. For a tel-n lockup, there should not be any issue with turning stimulation on or adjusting therapy settings on the patient programmer (pp). The pp would likely only have problems with turning therapy off. Additionally, the clinician programmer would keep searching for the device, never be able to discover it, and never result in an error message. The patient did not remember turning the ins off, so it may have stopped working independently. Discussion with an ins subject matter expert believes that a 'reset neurostimulators' command found within the clinician programmer's 'about' screen option would likely solve the issue after analyzing the logs and comparing the data with a previous similar issue. The rep was able to reset the patient's device and restore therapy. Additional logs were collected.